Event description:
This event is reportable based on analysis completed on (B)(6) 2012 which revealed a leak in the hemostasis valve. Same case as mfg report no. 3005188751-2012-00117, 00119. It was reported during a pulmonary vein isolation ablation procedure, air entered the pt through the fast cath introducer as the inquiry catheter was inserted. The 3 transseptal punctures were performed with a sjm brk needle (reorder (B)(4), lot 3543552) and 3 fast cath swartz introducers. The 2 non-sjm spiral catheters were inserted into 2 fast cath swartz introducers to perform left atrial mapping with the carto 3 system. An inquiry catheter (model 81250) was inserted into the third fast cath introducer when the sounding of air aspirating through the sheath into the pt was heard. At that time, the pt's ECG revealed an elevated st segment, indicating a possible air embolism in the right coronary artery (rca). The pt then went into ventricular fibrillation. The vf was treated with external defibrillation and the pt converted back to sinus rhythm. The air was evacuated from the rca with an angiographic catheter and the st segment normalized. All devices were removed form the pt and the pt was transferred to ICU for continued monitoring. There were no further consequences to the pt. The physician reported a malfunction with one device (3005188751-2012-00117), however; three introducers were returned for analysis and all three leaked upon investigation.

Manufacturer narrative:
One 8.5f swartz introducer and one 8.5f transseptal dilator were received for evaluation. The introducer was tested for leaks using pressure and submerging the introducer in mater: a leak was detected at the valve. There was no visible damage noted with regards to the extension tubing, stopcock or sideport. The hemostasis cap was removed and the seal was examined which revealed a tear at both ends of the manufactured slit. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.